Manufacturer narrative:
A review of the internal documentation showed an anomaly in placement of a landmark. This landmark has a direct impact on the position of the hooking feature of the patient specific guide. Due to the deviating placement of this landmark the feature was positioned too posterior on the tibia. This caused that the contact surface of the guide around this feature was noticeably reduced after undercuts were removed. This potentially made it possible for the guide to shift more posterior/distal and therefore possibly could have contributed to the error stated by the surgeon, namely that there was excessive slope in : not returned to manufacturer.

Event description:
The patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. It was reported that a revision surgery was needed. Tibia component was removed because of instability and pain. It was also determined that there was excessive slope in the tibia.